Event description:
It was reported that the patient with a spinal cord stimulation (scs) system underwent an explant procedure for an unspecified reason. No additional information is available at this time.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 19325949, UDI: (B)(4).

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-50 serial number: (B)(6). Batch/lot number: 19325949 model/catalog description: coveredge 32 surgical lead kit 50 cm unique identifier (UDI) # (B)(4). There is no complaint against the functionality of the device. The device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that it met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Record review revealed no additional information related to the complaint. Therefore, in the absence of device return and analysis the likely root cause could not be established. B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent an explant procedure of the implantable pulse generator (ipg) and lead for unspecified reasons. The location of the devices is unknown. No additional information is available at this time.

Manufacturer narrative:
Correction to block h11: the devices were not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-50, serial number: (B)(6), batch/lot number: 19325949, model/catalog description: coveredge 32 surgical lead kit 50 cm, unique identifier (UDI) # (B)(4). B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent an explant procedure of the implantable pulse generator (ipg) and lead for unspecified reasons. The location of the devices is unknown. No additional information is available at this time.